Event description:
After having some difficulty with a hard plastic mask for my CPAP therapy, my respiratory therapist had me try a sleeweaver advance soft cloth nasal CPAP mask. Their website is - (B)(6) at 11pm (B)(6) 2012 I donned the mask and after just three or four breaths experienced an acrid smell, a burning sensation in my throat, and began coughing. I ripped the mask off, but the coughing only got worse and I began spitting up large amounts of phlegm, I went to the hosp. The coughing continued to worsen. I am now home after three days of intervenes steroid treatments and breathing treatments in the hosp. I am slowly improving, but uncertain about permanent damage or time for full recovery.